Event description:
The pt had a total pars plana vitrectomy, removal of pre-ventinal hemorrhage, peripheral iridectomy anterior chamber washout and endo/indirect laser and air/fluid exchange of the left eye. The soft-tipped silicone cannula was reinserted to remove any residual blood from the retinal surface and upon removal it was noted that the tip was missing off the instrument. It was lying on the retinal surface. Forceps were used to remove the silicone tip. There was no injury to the pt.